Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that during impella cp support, the purge pressure had as sudden increase. The physician decided to explant the pump and place a new one. The new pump was started without issue and continued to support the patient. There was no reported patient harm.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. Only the pump was returned for investigation. A significant amount of biomaterial was observed in the purge gap. As per the clinical details, high purge pressure alarm was reported during start of the case. The cause of the high purge pressure issue was biomaterial, based on returned product. In accordance with updated procedures, sections d6 has been revised from the initial submission.